Event description:
Related manufacturing reference number: 2017865-2023-40498. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that it was difficult to place the lp. Once the physician found an acceptable location, the lp released prematurely from the delivery catheter. The lp was implanted successfully. There were no patient consequences.

Manufacturer narrative:
The report event of premature release was confirmed. Final analysis found a catheter was returned in one piece with traces of blood at the distal region. Visual inspection found the tether knob was in aligned position, but the bullets were misaligned. X-ray examination found the release tether slipped from the release screw. The bullet offset in aligned mode measured to be out of specification. The cause of the reported events was due slipped tether.